Event description:
Pt reported that their meter/lab comparison results were 104 mg/dl (ss) versus 193 mg/dl (lab), respectively (46% difference). No symptoms were reported. No other info provided. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.